Event description:
Procedure type: esophagogastrectomy. According to the reporter: during an esophagogastrectomy, the surgeon was having difficulty attaching the anvil to the eeaxl25. He used the orvil device in introducing the anvil. He tried two 25mm eea's and then finally switched to a eeaxl21 with a eeaorvil21 and that worked and attached. There are two anvils that will be sent back that are 25's and a 21mm anvil. There was no blood loss of 500cc or more due to the product problem. The case was delayed over 30 minutes. The incision was extended by more than 1 inch (2.54cm) due to this problem.

Manufacturer narrative:
(B)(4).